Manufacturer narrative:
By the check of the device history records, no pre-existing anomaly was detected on the liners that belong to the same lot number, thus we can state they have been manufactured up to drawing specifications. This is the first and only complaint received on this lot number (18at014). A final report will be submitted as soon as the investigation will be completed.

Event description:
Shoulder revision surgery due to disassembly of the liner (product code 1377.50.005, lot n. 18at014, ster. 1800078) from the metal back glenoid. The revision surgery took place on (B)(6) 2022. The previous surgery was performed on (B)(6) 2018. Patient data: female, (B)(6), 1.68 m, (B)(6), retired, normal activity level, affected by wegener granulomatos. Incident occurred in (B)(6).

Event description:
Shoulder revision surgery due to disassembly of the liner product code 1377.50.005, lot n. 18at014, ster. (B)(6) from the metal back glenoid. The revision surgery took place on (B)(6) 2022. The previous surgery was performed on (B)(6) 2018. Patient data: female, 68 years old, 1.68 m, 73 kg, retired, normal activity level, affected by (B)(6). This event occurred in (B)(6).

Manufacturer narrative:
Check of the device history records. By the check of the device history records, no pre-existing anomaly was detected on the 54 liners that belong to lot number 18at014. According to our records, 40 liners with lot 18at014 have already been implanted and this is the first and only complaint received on the same lot. X-rays analysis: the following x-rays were received and analyzed by a medical consultant: - pre-operative x-rays of the primary surgery, dated (B)(6) 2018. - post-operative x-rays of the primary surgery, dated (B)(6) 2018. - pre-operative x-rays of the revision surgery, dated (B)(6) 2021. - post-operative x-rays of the revision surgery, dated (B)(6) 2022. He commented the following: "the radiographs illustrate an unremarkable tsa after secondary oa of the left shoulder in 2018. The problem in 2021 could be due to liner disassociation, which is known to have happened in other case too, or to rotator cuff failure, which is one of the leading causes for revision of tsa and conversion to rsa. The radiographs alone cannot make a distinct decision about the reason in favor for one or the other. The diameter of the head is slightly too big with resulting mild overstuffing of the joint, which could have attributed to the rotator cuff failure as well. So in summary, implant related failure is possible, but not 100% sure." Retrieved component analysis: the explanted liner was received by limacorporate for a deeper analysis. The visual inspection highlighted that the peg and the lateral fins of liner are broken. The broken peg was not received. The analysis of the liner material was performed by an external laboratory. To investigate possible chemical changes in the sample, ftir (infrared spectroscopy) mapping was performed. The analysis revealed a slight oxidation on the sample attributable to mechanical stresses in vivo. The laboratory concluded that the slight modifications observed are not related to the failure occurred. Conclusion and pms data. Based upon the investigation performed, we can state that: - the production documents check confirmed that the liner involved was manufactured up to drawings specifications and in line with the relevant check and tests. - the medical expert suggested cuff failure as possible contributory factor, however no definitive conclusion can be reached by the x-rays analysis - the analysis of the liner material did not show any relevant anomaly that could have led to the reported incident in conclusion, the cause of this post-operative incident cannot be determined with certainty, however, the analyses performed did not highlight any product-related issue that could have caused the failure of the implant. Based on limacorporate pms data, we estimate a revision rate of the l1 liners (product codes 1377.50.005-010-020-030) due to breakage and/or disassembly from the metal back glenoid of about (B)(4). No corrective action needed following this complaint. Limacorporate will continue monitoring the market to promptly detect any further similar event.